Manufacturer narrative:
(B)(4). Pump had cracked battery tube threads, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, missing reservoir tube o-ring and minor scratched display window.

Event description:
Customer reported via phone call that the o-ring of the reservoir was missing. Customer's blood glucose value was 144mg/dl. Insulin pump will be returned for analysis.